Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2000 ohms as well as increasing threshold measurements. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A request was sent to the local area field representative for the lead to be returned for analysis. Should additional information become available this report will be updated.